Event description:
Ther user site reported that on (B)(6) 2025, the gantry of the 3dimensions device shook during tomography (tomo) exposure sweeps prior to a patient exam. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the system and confirmed previous observations that gantry was shaking during the tomo sweep. The fse replaced the tomo pot and cable harness of the system. During system calibrations, the fse observed that the gantry continued to shake during tomo sweep. The fse continued to troubleshoot the system and discovered loose bolts in the vertical travel assembly. The fse aligned the vertical travel assembly motor and tightened the vertical travel assembly bolts. The fse performed additional system calibrations and verified that the system is now operating according to manufacturer specifications. No further information is currently available.